Manufacturer narrative:
The root cause could not be determined. The rinse flow block and contaminated parts were replaced and the device was checked for complete cleaning. There was no patient or user harm reported.

Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "customer states the user noticed vomit in the flow sensor ports. Biomed replaced the pressure sensor assembly. All pm tests passed but when he went to ventilate it was still alarming "check flow sensor tubing". He then went back and there was no rinse flow coming out of one flow sensor port. I advised to replace rinse flow assembly." No patient health impact or consequences were reported.

Manufacturer narrative:
Manufacturer narrative (additional information): hamilton medical reference: (B)(4). Hamilton medical ag`s comes to the following conclusion: flow sensor calibration failed during setup due to blockage of the rinse flow system. Root cause was traced to vomit ingress into the flow sensor/rinse flow assembly. The affected assembly was replaced, the device passed calibration and functional checks, and was returned to service. No patient harm occurred; alternate ventilation was provided.